Event description:
It was reported that the patient implanted with this lead presented with exit block. X-ray imaging was performed and it was found that the lead was dislocated. This occurred approximately one month after implant. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This lead was retained by the healthcare facility, therefore is not expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.